Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the patient was sent to get a CT scan. The x-ray results were not made available. The issue is not yet resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient feels stimulation all the time and it never goes off even when the ins is off. The patient said that stimulation is for her lower extremities, but she is only feeling it in her upper right chest. This began since implant. The patient was shocked on (B)(6) 2018 when touching a faucet. The patient believed it was from the neurostimulator. The patient was at a relative's house and indicated a fair amount of carpet. The rep suspected it was a static shock, but the patient believed the ins was the cause. The patient had an x-ray on (B)(6) 2018 to see if the leads had moved or something. No further complications were reported.